Event description:
It was reported that pump screen went dark and would not turn on, and customer¿s blood glucose reading showed ¿high¿ due to this issue. Customer treated high blood glucose with a corrective insulin injection using multiple daily injections, and no third-party medical assistance was required. Technical support guided customer through several attempts to turn on pump and use charging, confirmed red light and vibrations, then arranged replacement pump under warranty, instructed customer to use multiple daily injections as backup therapy.